Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow up report. (B)(4). Per results of investigation, carefusion service technician was able to duplicate "needs internal replacement battery". Bench testing revealed a solid red charge status led, due to a fully depleted internal battery. The ventilators internal battery voltage output reads 2.2v. The service technician installed a good known test internal battery, the charge status led turned green after few minutes of charging. The ventilator then passed battery operation test as well as power checkout with the good known test battery. The service technician replaced internal battery.

Event description:
The customer reported model lap top ventilator 950 needs internal battery replacement. Upon further investigation, the customer stated there was no patient involvement or allegation of patient harm.